Event description:
A hospital in (B)(6) reported via a distributor that an mr290hfv high frequency vented autofeed humidification chamber "leaked at the bag connection site." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the water feedset of the returned mr290hfv chamber was visually inspected for damage. Results: the reported fault was confirmed. A visual inspection revealed that insufficient glue had been applied between the connection of the feedset spike and tube, causing it to leak. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).